Event description:
It was reported that the customer had a display anomaly on the insulin pump. The customer's blood glucose level was mg/dl. The customer declined replacement for now and requested the dust in the screen to be documented for future referenced if he has any issue later because of it. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.